Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: date: (B)(6) 2011, inratio: >7.5, re-test: >7.5, lab: 3.2; (B)(6) 2011, >7.5; (B)(6) 2011, >7.5; (B)(6) 2011, 7.0; (B)(6) 2011, >7.5, poc: 4.4. Pt was instructed by physician to lower their coumadin dose on (B)(6) 2011. Results from (B)(6) 2011 were compared at the same time on two different fingers. Pt self tester is new to testing on the inratio meter.

Manufacturer narrative:
Investigation pending.